Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The shaping ribbon had separated from the tipball. There was no portion of the shaping ribbon missing as the shaping ribbon only separated from the tipball. The tip coils were stretched for a length of 18.3 cm distal from the center solder. There were 4 mm of the tip coils proximal from the tipball that were not stretched. There was a kink in the coils 4 mm proximal to the tipball. The core was intact. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering received the incident information and the analysis of the returned device. Results of the sem analysis indicate that the guide wire shaping ribbon was subjected to excessive tensile overload beyond the design limit of the guide wire causing the tip to detach. There was no manufacturing related quality issue detected in the analysis. It could not be determined why this particular guide wire fractured during shaping as compared to previous guide wires; however, the sem suggests that too much force was applied for this guide wire during shaping. The separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and a 100% non-destructive pull test of the guide wire tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that during preparation, shape was given to the tip of the guide wire. The tip coil became stretched and the core separated; however, the coil did not separate. The procedure was performed as usual. No additional event or patient information is available.